Event description:
Customer reported a malfunction alarm with the code malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur. Customer was advised to continue using the pump and to call back if any further issues arise, which the customer understood and acknowledged.